Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service technician indicated that a noise image was found, due to a damaged ccd unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause was identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure, electrical component problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.